Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an erosion through the skin. The patient was treated with intravenous antibiotics. Additional information received that the system was explanted due to elective replacement. The rv lead with the active fixation was not removed successfully. A laser extraction was performed and the patient was monitored with the transesophageal echocardiogram. The laser extractor was not successful and a long mechanical extractor was opened. The remaining scar tissue was removed and the rv lead was then removed successfully. There were no additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery and the additional intervention performed by the use of intravenous antibiotics.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an erosion through the skin. The company representative informed that the lv lead was cut and capped. A revision was performed and the crt-d along with the ra, lv, and the rv leads were explanted. The patient was treated with intravenous antibiotics. Additional information received that the system was explanted due to elective replacement. The ra lead was successfully removed but the rv lead with the active fixation was unsuccessful. A laser extraction was performed and the patient was monitored with the transesophageal echocardiogram. The laser extractor was not successful and a long mechanical extractor was opened. The remaining scar tissue was removed and the rv lead was then removed successfully. There were no additional adverse patient effects reported.